Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a hardware low level failure, software error detected and failed battery. The customer¿s blood glucose level was 87 mg/dl. It was reported that the insulin pump alarmed failed battery. Customer is able to complete pump rewind. The customer performed self-test and received hardware low level failure. The customer was advised to discontinue pump use and turn to back up plan. The insulin pump will be returned for analysis.